Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate 23 joule shock and anti-tachycardia pacing (atp) during an atrial fibrillation (af) episode. Boston scientific reviewed the device settings and explained that the detection enhancements were programmed off in the ventricular tachycardia zone, and there was a monitor only zone at 160 beats per minute, so the device made all therapy decisions based on rate only. This was a user programming error, so reprogramming options were provided. The device remains in service and no additional adverse patient effects have been reported.